Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would lock up and had to be rebooted. There was no pt injury or death reported.